Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon introduced the primary vertebral body stenting system (vbs) balloons bilaterally and started to inflate the balloons. One of them opened well but the other one did not open well and at the pressure 18 it ruptured. Surgeon was asked to make a negative pressure through the catheter (he did) but he removed the balloon. The problem is the lower part of the balloon is still in the body; surgeon was asked to try to remove it through the stiffness wire but he failed to remove the part of the balloon that was still in the patient. Surgeon completed the procedure by inserting the stent also the affected sides stent was opened but not well, the other one was ok, then he injected the cement. This is 1 of 1 report for complaint.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. (B)(6). Additional pro code: hrx. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.